Event description:
It was reported that noise and oversensing was observed on the right atrial (ra) lead via remote transmission. A ra lead fracture was suspected. The patient presented for an upgrade procedure during which the ra lead was capped (B)(6) 2025 and replaced. The patient was stable.